Manufacturer narrative:
B3, g4, h4, d4: UDI, and serial number unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is an issue with the alarm for unlocking during use. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed cassette latch open alarm. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the latch lock sensor. As a result, the lack lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.